Event description:
Ems personnel were attending to a pt, condition unk. Allegedly while attempting to monitor the pt, the monitor screen went blank. The operator was able to view the pt's ECG on the recorder printout and continue treatment. There were no adverse effects to the pt as a result of the alleged malfunction.